Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a replacement procedure on (B)(6) 2022 (related manufacturer reference number: 1627487-2022-05566, 1627487-2022-05567, and 3006705815-2022-17350) no communication was possible with the ipg, which was recovered through troubleshooting. Reportedly, the ipg was set into surgery mode. The ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.